Event description:
It was reported that the user experienced a prolonged hypoglycemic event while using the ilet bionic pancreas, with glucose decreasing from a high of 536 to a low of 40 after automated corrections, and the user did not recall taking any additional insulin; the low persisted during sleep until a roommate assisted, and treatment included apple juice and 5¿6 glucose tablets, after which glucose returned to range and later trended upward. Symptoms included confusion and disorientation consistent with hypoglycemia. Outcomes included classification as a serious injury or illness and an unexpected medical intervention due to the need for carbohydrate administration. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.